Manufacturer narrative:
Product ID: 3889-28, serial# unknown, product type: lead.

Event description:
Additional information received from the healthcare provider reported a wound culture came back positive for staphylococcus aureus so the patient was prescribed keflex. The patient had not yet gone on to permanent implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an advanced evaluation patient. The consumer reported being in the hospital due to an infection at the incision site. It was noted the lead was being removed the following day.